Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and or lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a cholecystectomy procedure, the clips didn't close. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received without the tissue stop. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled; upon disassembly, the advancer was confirmed to be bent and 0 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the el5ml device was received with the tissue stop detached and no returned. This condition may have caused the detachment of the tissue stop as the advancer is bent toward the tissue stop location.

Manufacturer narrative:
(B)(4). Additional information: please be informed that the correct lot number is: m4j668. Expiration date: 09/30/2020, manufacturing date: 10/30/2015, the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.